Event description:
It was reported that a balloon burst occurred. The 70% stenosed target lesion was located in the non-tortuous and non-calcified vessel. An 8.0 x80, 75cm gladiator elite balloon was advanced for dilation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon burst. Another balloon of the same specification was attempted to be inflated, but it burst again. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 6mm proximal of the proximal markerband and extending approximately 38mm distally across the balloon material. As per specification, the rated burst pressure for this device is 20 atmospheres. A visual examination of the markerbands identified no issues. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no damage to the tip. This concludes the product analysis.

Event description:
It was reported that a balloon burst occurred. The 70% stenosed target lesion was located in the non-tortuous and non-calcified vessel. An 8.0 x80, 75cm gladiator elite balloon was advanced for dilation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon burst. Another balloon of the same specification was attempted to be inflated, but it burst again. The device was removed and the procedure was completed with a different device. No patient complications were reported.